Event description:
It was reported that t:slim X2 pump battery would not charge even though customer used Tandem charging cable and wall adapter with working wall outlet. There was no adverse impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for at least 30 minutes, pump began charging, and no further assistance was required; no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.